Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, the patient reported that he is having issues with air bubbles in his insulin cartridges. He stated that he must "push 30-50 units of insulin through until all the air bubbles are gone." He stated that as a result his blood glucose is elevated to 380 mg/dl. His normal blood glucose level is below 200 mg/dl. He stated that he would inject insulin via syringe to lower his blood glucose. The o-ring of the adapter is missing and he stated that he just changed the piston rod. Products were sent for troubleshooting. Upon follow up the following month, the patient stated that he has been using different infusion sites and his "insulin absorption is so much better." He stated his blood glucose was doing well. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.